Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that after a vertical sleeve gastrectomy procedure, there was bleeding in the staple line. The patient was operated on (B)(6) 2016 and the surgery went well without complications or bleeding. In the next morning, (B)(6) 2016, the surgeon was called to see the patient and she was reoperated to contain the bleeding in the staple line. She will be hospitalized for a period longer than normal. It was drained 1800ml of blood and she received two blood bags (blood transfusion) and is stabilized. In the end of the day, she was well / ok. The surgeon always uses oversuture in the staple line. The surgeon made oversuture in all staple line with suture thread stratafix pdo 2-0.